Event description:
It was reported that the patient experienced several falls, most recently one month ago and another fall a couple of months before that. Two - three months ago, the patient's symptoms started coming back, and the patient experienced no stimulation sensation when trying programs 1 and 2 at 8.5 volts. The patient switched to program 3 at 8.4 volts and planned to monitor his symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3093-28, lot# v625669, implanted: 2011 (B)(6), explanted: na; programmer: model 3037, serial# (B)(4).